Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with noise on the ventricular channel. Patient reported having an episode of light headedness since the last device interrogation. All other lead measurements were stable and in-range. The lead was successfully capped and replaced. The procedure was performed without complication and the patient was stable after the procedure.